Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "scar was not closing".

Event description:
Healthcare professional reported a reason for removal noted as "down size" and "tension". Healthcare professional later confirmed scar was not closing. This record represents the left side. Device has been explanted.